Event description:
The facility reports while using the hoist to lift a pt, the hoist stopped and made a noise. The pt was lowered back onto the bed and the sling was detached. The brakes were then released, at which point the hoist flew backwards, pinning the caregiver against the wall and knocking over a chair. The caregiver suffered lower back and neck pain.